Event description:
Customer reported the possibility of false negative reactions with vra183 with a patient later discovered to have anti-e. Issue first occurred in (B)(6) 2013. Customer was unsure of the exact date. The patient¿s antibody screen was 1+ positive with cell ii. Antibody identification was performed, however, no reactivity was observed. Patient received several units of rbcs that were fully crossmatched and were transfused without any adverse events. The customer was unsure of the exact number of units. The same patient was tested in (B)(6) 2013, with the same lot numbers of screen cells and panels. The sample was 1+ positive with the screen cells and negative in the identification testing. On (B)(6) 2013, the same patient returned and type and screen was ordered. The sample was 4+ positive with cell ii during the antibody screen. The sample was tested with a different lot of panel cells and an anti-e was clearly identified. Customer then reviewed the past antibody screen results and realized cell ii (e pos) was always positive during the antibody screen, but the panels were negative. Customer is now suspecting the panels may have been falsely negative. Qc was acceptable on all dates of testing.

Manufacturer narrative:
Ocd performed a batch record review and a complaint by lot review. Results were satisfactory. Retained testing was not performed due to expiration of product prior to receipt of complaint. (B)(4). Product was expired prior to receipt of complaint.